Manufacturer narrative:
Date of event: approximated based on the date the manufacturer became aware of the event. Additional suspect medical device components involved in the event: product family: scs-linear leads, upn: m365sc2352500, model: sc-2352-50, serial: (B)(4), batch: 13892876.

Event description:
It was reported that the patient experienced pain at the battery site. All components were explanted and will not be returned. The patient was doing well postoperatively.